Manufacturer narrative:
On 08/21/2017, a medela clinician followed up with the customer, at which time she indicated that her physician diagnosed her with mastitis and she was prescribed two courses of antibiotics, first for the right breast, and then seven days later for her left breast. Currently, she is not having any symptoms of mastitis and the 30 mm breastshields are now working for her. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was originally using the 24 mm breast shields with her pump in style breast pump and had experienced engorgement, so she purchased 30 mm breast shields and they caused her pain and turned her nipple red and white. She is exclusively pumping.